Manufacturer narrative:
The suspect medical device was returned to the manufacturer for evaluation/investigation. The evaluation/investigation confirmed that part of the ceramic insulation at the distal end of the inner sheath is broken off and is missing. Furthermore, there are signs of corrosion at the seating of the yellow sealing. The type of damage found is typically caused by thermal and/or mechanical overload, possibly as a result of improper reprocessing and/or excessive force. It cannot be conclusively determined whether the insulating insert had been pre-damaged at some point in the past, whether the damage was caused during the reprocessing cycle preceding the incident, or during the procedure. Additionally, there is a yellow tempering color at the distal end of the sheath, which indicates that an unauthorized third-party repair was performed on the inner sheath. It remains unclear if this third-party repair is related to the observed damage. Therefore, this event/incident was attributed to use error. A material or quality problem can be excluded since a manufacturing and quality control review was performed for the affected lot number of the inner sheath without showing any abnormalities. The case will be closed on olympus side with no further actions but the reported event/incident will be recorded for trending and surveillance purposes. Furthermore, the user will be informed about the investigation results.

Manufacturer narrative:
The suspect medical device has not yet been returned to olympus for evaluation/investigation. Therefore, the exact cause of the user's experience and the reported phenomenon could not be determined and is being judged as unknown. However, if the suspect medical device is returned for evaluation/investigation or additional significant information becomes available, this report will be updated.

Event description:
Olympus was informed that during a transurethral resection of the bladder (turb) procedure, the ceramic insulation at the distal end of the inner sheath broke and fell into the patient. However, no fragment remained inside the patient since it was reportedly retrieved with a clamp through natural channels. No further information was provided but there was no report about an adverse event or patient injury.